Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the order was not displayed in the ICU patient's pyxis profile after the epic order was verified. A technical support specialist engaged the customer, obtained examples, and confirmed whether the issue was still occurring. The customer stated that the issue had been resolved, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not showing in ICU patient's pyxis profile after epic order verification, epic can read the inventory amount however, medication would not cross over into patient pyxis profile.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not showing in ICU patient's pyxis profile after epic order verification, epic can read the inventory amount however, medication would not cross over into patient pyxis profile. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.